Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device was in backup vvi mode. The asymptomatic patient was brought into clinic and the device was reprogrammed successfully.